Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturing representative went to the site to test the equipment. Testing revealed that the computer was having issues with booting and freezing. The computer was replaced and the issue was resolved. The system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when the site turned on the system, it displayed a black screen. They then restarted and the system would not move past the initial white text on the black screen. This occurred while setting up for a case. There was no patient present.